Manufacturer narrative:
Device is anticipated to be returned to zoll circulation. When device has been received and analyzed a supplemental report will be filed.

Event description:
Customer reported that the autopulse cardiac chest compressor experienced a system error. Additional information was not provided. No adverse event was reported.